Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral photorefractive keratectomy (prk) was diagnosed with epithelial ingrowth in the left eye, at the three weeks postoperative visit. Additional info has been requested.